Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6 mm vticmo12.6 implantable collamer lens of -9.5/1.0/005 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2023. On (B)(6) 2024 the lens was exchanged for a longer length lens due to low vault without rotation. Problem resolved. The cause of the event was reported as unknown.